Event description:
The customer reported via phone call being hospitalized twice due to high blood glucose levels, once on (B)(6) 2015 and again on (B)(6) 2015. The customer stated that after she began insulin pump therapy, she gained a lot of weight and used almost 300 units of insulin per day. She complained of severe edema, palpitations, chest pain, and difficulty breathing. She stated that the symptoms mimicked those of heart attack. The customer's blood glucose was 300 mg/dl at the first event and 400 mg/dl during the second admission. She had high blood pressure leading up to both events. She was wearing the insulin pump at the time of both events and the customer's doctor advised that she discontinue insulin pump therapy until her condition settled down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.